Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the back door of the programmer was broken and that the programmer printer paper was not advancing and it was observed that the programmer printer intermittently showed signs of pages being skipped and being torn in the middle of printing. It was noted that the stylus cursor did not align with the overlay. The connections between the overlay and the xy printed circuit board (pcb) were reseated and the display overlay was calibrated. It was also noted that the handle covers, keyboard rail covers and the personal computer memory card international association (pcmcia) card slot eject keys broken were broken. It was further noted that the keyboard hinges were cracked and the media bay door did not latch shut properly. The programmer hard drive was reconfigured and the programmer software has been reloaded. All found defective parts were replaced and all other identified issues were resolved. The programmer subsequently passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the back door of the programmer was broken and that the programmer printer paper was not advancing. The programmer was returned to service and subsequently tested out of specification during manufacturers analysis. There was no patient involvement.